Event description:
It was reported that a large volume intermate had a missing fill port cap ("top white tip"). There was no patient involvement as this was identified before patient use. No additional information is available. This is report 1 of 9.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 30, 2010 to december 1, 2010. Evaluation summary: the device was returned for evaluation out of its original packaging. Visual inspection noted a missing fill port cap; however, a nonconforming product was unable to be verified as it is unknown whether this component was missing before the packaging was opened. The cause of the missing component is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.